Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the survey source, after using the mesh, 5 patients with experienced seroma/hematoma (expected complication which was settled on conservative treatment) and 4 patients infection (treated with antibiotics and drainage where appropriate).